Manufacturer narrative:
Patient was reported to be experiencing a wound breakdown, exposing the sp. MFR records were reviewed. See attached. No device or procedural issues were identified related to this adverse event. Patient has a history of wound dehiscence.

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2021 of a sterile esteem ii sp exposure due to wound breakdown/dehiscence, right ear. No incision site infection was noted or alleged. No device or procedureal deficiencies are alleged as the issue is noted to be likely related to patient's anatomy and history of wound dehiscense. Patient is bilateraly implanted with the esteem ii system. Patient/clinical history with emc: (B)(6).